Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a remote follow-up, noise resulting in oversensing and automatic mode switch were observed on the right atrial (ra) lead. The ra lead was anticipated to be revised during an unrelated procedure, however, due to patient condition, the physician elected not to perform any intervention at this time. The patient was stable and will continue to be monitored remotely.